Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Insulin pump also received with cracked case(battery tube), broken belt clip tails, faded serial number label and cracked keypad at select button.

Event description:
Information received by medtronic indicated that water entered the insulin pump. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.